Manufacturer narrative:
G4: 06jul2020. B4: 07jul2020. Multiple good faith efforts were made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01jun2020.

Event description:
It was reported that the unit declared an error related to an oxygen issue. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician provided the customer with part information for the oxygen solenoid.